Manufacturer narrative:
The lot numbers for the two malfunctions were provided and lot history reviews were performed. The devices have not been returned for evaluation, therefore, the investigations are inconclusive for material rupture as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model cq5064 pta balloon dilatation catheter allegedly experienced material rupture. This information was received from various sources. Both malfunctions involved patients with no reported consequences. One patient was reported as a (B)(6) year-old male who weighed (B)(6) kgs; the age, weight, and sex of the other patient was not provided.